Event description:
Report of a chipped lens with discomfort was received by singapore affiliate 2006. The patient called back 2 days later reporting a visit to an ophthalmologist and alleged an "infection" left eye and was prescribed levofloxacin.the most recent communication with the patient states that the patient's "eye is back to normal." The patient has not provided additional detailed information or diagnosis and has refused access to medical records. Filed MDR for "infection" as worst case.